Event description:
It was reported that the struts were damaged. A 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 12 x 2.25 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca). During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. There was a multiple attempts made to position the stent at the lesion site. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications reported.

Manufacturer narrative:
H6: device codes: changed 'difficult to advance' code to "failure to advance' code. Device evaluated by manufacturer: a 12 x 2.25mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that no damage. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the struts were damaged. A 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 12 x 2.25 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca). During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. There was a multiple attempts made to position the stent at the lesion site. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications reported. It was further reported that there was no attempt made to inflate the balloon.

Event description:
It was reported that the struts were damaged. A 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 12 x 2.25 promus premier select drug-eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca). During the procedure, the stent was advanced, the device was positioned at the lesion site, but the stent was failed to be deployed. There was a multiple attempts made to position the stent at the lesion site. The physician removed the stent from patient and noticed the struts were damaged. The procedure completed successfully with another same device. There were no patient complications reported. It was further reported that there was no attempt made to inflate the balloon.